Event description:
The facility lift team technicians were transferring the resident in a maxilift from bed to wheelchair. The resident was placed in a sling and was raised to the highest lift level; they turned to place the resident into a wheelchair and the hanger bar snapped off at turn point on pivot arm. Pt fell to the floor. No personnal injuries.